Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation the reported event is addressed within the labeling as it states, warnings: ¿ do not use the purewick female external catheter with bedpan or any material that does not allow for sufficient airflow. ¿ to avoid potential skin injury, never push or pull the purewick female external catheter against the skin during placement or removal. ¿ never insert the purewick female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs. ¿ after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: ¿ not recommended for patients who are: - agitated, combative, or uncooperative and might remove the purewick female external catheter - having frequent episodes of bowel incontinence without a fecal management system in place - experiencing skin irritation or breakdown at the site - experiencing moderate/heavy menstruation and cannot use a tampon ¿ do not use barrier cream on the perineum when using the purewick female external catheter. Barrier cream may impede suction. ¿ proceed with caution in patients who have undergone recent surgery of the external urogenital tract. ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter. ¿ maintain suction until the purewick female external catheter is fully removed from the patient to avoid urine backflow. Recommendations: ¿ perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. ¿ prior to connecting the purewick female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. ¿ ensure the purewick female external catheter remains in the correct position after turning the patient. Remove the purewick female external catheter prior to ambulation. ¿ properly placing the purewick female external catheter snugly between the labia and gluteus holds the purewick female external catheter in place for most patients. Mesh underwear may be useful for securing the purewick female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewick female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated that the pt keeps getting uti's since (B)(6) 2025 and the doctor is stating it is coming from the pw system because he stated this is not for long term use. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Medical intervention is unknown. Per follow up information received via phone on 04nov2025, auth advised patient has been getting really bad utis. Patient has been hospitalized twice, one with sepsis. Auth advised the only thing that makes sense why patient is getting these utis is the pw. Auth said patient has had at least 5 since (B)(6). Lot number is jujy0737. No additional information provided.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated that the pt keeps getting uti's since (B)(6) 2025 and the doctor is stating it is coming from the pw system because he stated this is not for long term use. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Medical intervention is unknown. Per follow up information received via phone on 04nov2025, auth advised patient has been getting really bad utis. Patient has been hospitalized twice, one with sepsis. Auth advised the only thing that makes sense why patient is getting these utis is the pw. Auth said patient has had at least 5 since (B)(6). Lot number is jujy0737. No additional information provided.